Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the liquid crystal display (lcd) panel, which resolved the issue. The ventilator passed self-testing and was returned to service.

Event description:
It was reported that the lower display of a ventilator was distorted. The ventilator was not being used on a patient at the time of the event. There is no report of death or serious injury associated with this event.